Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for evaluation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "was not running or alarming". Mmdg did follow up with this initial reporter. They did not report any adverse effects due to the complaint, but no other information about the complaint was provided. [Complaint: (B)(4)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "was not running or alarming". Mmdg did follow up with this initial reporter. They did not report any adverse effects due to the complaint, but no other information about the complaint was provided. [Complaint-(B)(4)].